Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient wanted an identification card (idc) and mentioned that their device was replaced because it went bad. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.